Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac tamponade occurred. The procedure was cancelled. During a cryoablation procedure to treat atrial fibrillation (a fib), an nrg transseptal needle was selected for transeptal puncture. The patient anatomy was difficult and had the inferior vena cava connected to the right atrium from the right side than usual. The transseptal puncture was performed without any issues. There was no issues noted during the transseptal puncture. A polarsheath, polarx balloon, polarmap catheter were also used during the procedure. The patient's blood pressure decreased, and cardiac tamponade was diagnosed. Cardiac tamponade occurred just after transseptal puncture before sheath entered the left atrium and ablation was conducted. Pericardial drainage was performed, and the procedure was cancelled. The patient has been discharged from the hospital. The device has been returned for analysis.

Manufacturer narrative:
The polarmap was visually inspected for any damage or defects that would have resulted in the patient complications seen in the field. No visual damage or defects were observed. The returned device was measured with an ohmmeter from proximal pins to distal connection for opens and shorts. The polarmap had expected continuity readings and was found to have no opens or shorts. Cardiac tamponade, absence of treatment, and unexpected medical intervention are all known events outlined in polarmap IFU.

Event description:
It was reported a cardiac tamponade occurred. The procedure was cancelled. During a cryoablation procedure to treat atrial fibrillation (a fib), an nrg transseptal needle was selected for transeptal puncture. The patient anatomy was difficult and had the inferior vena cava connected to the right atrium from the right side than usual. The transseptal puncture was performed without any issues. There was no issues noted during the transseptal puncture. A polarsheath, polarx balloon, polarmap catheter were also used during the procedure. The patient's blood pressure decreased, and cardiac tamponade was diagnosed. Cardiac tamponade occurred just after transseptal puncture before sheath entered the left atrium and ablation was conducted. Pericardial drainage was performed, and the procedure was cancelled. The patient has been discharged from the hospital. The device has been returned for analysis.